Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that the unit "won't allow adjustment of the humidity level". No patient involvement reported.

Manufacturer narrative:
Qn# (B)(4). The sample was returned for evaluation. A visual exam was performed and there were no major defects observed. Functional testing was performed and the unit was connected to 120vac. The unit passed the initial power connect test and navigated through the power-on self-test (p.o.s.t.) With no issues. During the temperature display accuracy test the unit displayed the correct temperatures and properly alarmed in the high temperature scenario. The unit was prepared for the functional bench test where a water reservoir bottle, an adult breathing circuit (880-36kit), a 382-10 conchasmart column, and dual temperature probes were connected to the unit. Air flow was supplied to the unit for a real time operational scenario. When attempting to change the settings, while the humidity settings illuminated fully, it was noted that the unit was in auto settings mode. Per the user manual, the unit will display a solid red wrench when attempting to adjust settings if it is in auto settings mode, and settings will not be able to be changed. Auto settings mode was turned off per user manual instructions, and the humidity settings were able to be adjusted normally. The unit is functioning as intended. A device history record review was performed and no relevant findings were identified. Based on the investigation performed, the reported complaint could not be confirmed. Functional testing did not reveal any operational anomalies.

Event description:
It was reported that the unit "won't allow adjustment of the humidity level". No patient involvement reported.